Manufacturer narrative:
(B)(4). Physio-control provided the biomedical engineer with the part number and pricing for a replacement adult hard-paddles assembly. It was later confirmed by the customer that he ordered, and received, a new adult hard-paddles assembly and ensured that they functioned properly with a lifepak 20 device. After observing proper operation through functional and performance testing, the new adult hard-paddles assembly was placed back into service for use. The original adult hard-paddles assembly were scrapped by the customer and not returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the paddle plate had detached from an adult hard-paddles assembly, which are used in conjunction with a lifepak 20 device. As a result, defibrillation was not possible with this set of hard-paddles. There was no patient use associated with the reported event.